Event description:
Per dealer motor was replaced due to skipping and veers left.

Manufacturer narrative:
MDR decision date: (B)(4) has been initiated for this issue. The malfunction has not been confirmed.